Event description:
Procedure type: laparoscopic low anterior resection. According to the reporter: the handle was squeezed completely and the wing nut was rotated twice after firing, but the device could not be removed from the pt. After trying several times, the stapler could be removed, but anvil was remained in the intestinal tract. Using forceps, the surgeon tried to remove the anvil but could not. Carefully pulling the anvil to the anal side, and finally the anvil could be removed. There was no bleeding reported in excess of 250cc. The case was extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).